Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery, the ophthalmic system stopped functioning and displayed a system message stating active fluidics not available. They were unable to open the bag bay door, and there was a total loss of phacoemulsification power. The surgery was completed on the same day by restarting the system and replacing the balanced salt solution bag. There was no patient harm.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. A service record (sr) relevant to the reported complaint was found and opened to address the reported event. The sr was subsequently cancelled, as services were no longer needed, by the customer. Therefore, the system was not tested (on-site). Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. There were no relevant complaints found as part of this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).